Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this newly implanted right atrial (ra) lead was exhibiting undersensing. This lead was noted to have low sensing but it worked, however, sensing was lost after the case. Moreover, patient's pocket was reopened, and this lead was repositioned. This lead remains in service. No additional adverse patient effects were reported.